Event description:
A malfunction alarm was reported. The customers blood glucose value displayed "high". However, the exact value was not provided. The customer managed the high blood glucose level by administering a correction injection through multiple daily injections (mdi) and did not need third-party assistance. Technical support provided the customer with instructions to reset the pump, which resolved the malfunction, and advised them to call back if the issue recurred.